Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample involved was not available for evaluation. However, one unused sample from the same lot was received for evaluation. The sample was received bent. There were no other issues found during the sample analysis. Although the actual sample involved was not received for evaluation, photos of the sample were provided. During visual inspection of the photos, it was noted that a long strip of bloody material was located between the outer and the inner cannula. Based on this, the reported condition was confirmed. A review of complaint data confirmed this is the first time this failure mode has been reported. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Specifically, the manufacturing procedures require in-process verification of several aspects of the unit including alignment of each needle and sharpness of the outer cannula prior to releasing the needle to the next manufacturing stage. In addition, inspection procedures require personnel to perform several functional and visuals tests prior to releasing each needle to the next stage. Furthermore, it was determined that manufacturing personnel are not related to the reported condition as the description of the incident specifies that there was nothing unusual about the appearance of the needle prior to use and as the user performed three biopsies without incident. The most probable root cause could not be determined as the actual sample involved in the event was not provided for evaluation and as no issues were found during review of the applicable manufacturing and packaging processes that could relate personnel or manufacturing method to the reported condition. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.

Event description:
The following was reported by the customer (ultrasound manager): there was nothing unusual about the appearance of the needle. The manager had done three biopsies without incident, but the fourth time the needle did not sound right when it was fired and then it could not be removed from the needle guide. Looking at the ultrasound image, the needle was still within the prostate gland and was stuck there. The manager had to get assistance from two radiologists to try to remove the needle. They tried to pull back on the trigger but the needle would not retract. Eventually, after several minutes of maneuvering the needle, the probe and the needle were successfully removed from the patient's rectum. On examining the needle, it was found to be grossly abnormal in appearance. Five pictures taken of the faulty needle have been attached. The "a" button was used to fire the needle. The patient was fine during and after the procedure with no pain or discomfort. There was no excess bleeding. The clinicians used the ultra sound to guide them out and away from the gland. The prostate was not hard and had no calcifications. A second needle was used to gain the required biopsies with no further issues. On (B)(6) 2013, the international contact (B)(6) provided the following additional information: there was nothing noted of the needle prior to use or during the first 3 biopsies that would indicate a defect and there was no difficulty noted during any of the insertion attempts. The needle guide used was a civco needle guide as recommended by philips for use with their c9-5ec transducer. An unopened sample from the same lot is available for evaluation; however, the actual needle involved was discarded. On (B)(6) 2013, the international contact indicated that per the end user, there was no foreign body involved in this biopsy. The ultrasound probe that was used was not fired into and it was still intact after the procedure. This is an experienced user and she has never come across this sort of issue before.